Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation results: visual examination of the returned complaint device revealed there were several quantity of dry contrast inside the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No more damages found in the device. Functional analysis was performed and initially, the balloon lumen was found to have occluded, but after many attempts it was successfully unblocked. The balloon was able to be inflated; however, the balloon would not hold pressure due to a pinhole at the proximal ro marker. This failure is likely due to an interaction between the user and device, or sample, that caused or contributed to the error. It is likely that the failure may be related to the balloon being pre-tested and the handling of the device during the procedure. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct performed on (B)(6), 2019. According to the complainant, during preparation, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct performed on (B)(6) 2019. According to the complainant, during preparation, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.